Event description:
A customer's parent reported via phone call that the customer had issues with the keypad on their insulin pump and a frozen screen. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with intermittent up and down button response due to corroded keypad traces. No frozen screen noted. No moving numbers, ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with missing display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.